Event description:
A tripple lumen catheter (tlc) was opened & the md was preparing for line insertion, priming lines. When trying to flush medial line, they were unable to push the saline in. The staff reported it was "squirting back at them." There were no obvious kinks or defects visible in catheter or the medial port. The saline syringe was checked & was correctly connected to blue medial port. A new tlc kit was obtained for line insertion. Although the staff did not save the original packaging from the tlc, they did note that all other packages on their shelves in their store-room were from the same manufacturer with the same lot numbers.